Event description:
Revision surgery was performed due to instability. The primary insert-15mm was replaced with new insert-18mm. The stability of femoral and baseplate was good so these were not replaced. The primary surgery was 7 years ago.